Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the probe burned the patients fallopian tube when the doctor was pulling the probe out of the patient.

Manufacturer narrative:
(B)(4). "The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: material/design error. User misuse or overuse. Manufacturing/assembly error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the probe burned the patient's fallopian tube when the doctor was pulling the probe out of the patient.